Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a patient underwent placement of the optease vena cava filter. The indication for the filter placement was prophylactically for obesity and prior to a pelvic open reduction and internal fixation as a result of bilateral pelvic fractures. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedded to wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile from (ppf) indicates that the patient is suffering emotional distress, mental anguish, anxiety and stress. The filter was successfully deployed in the lower ivc with a slight tilt to the left. The patient tolerated the index procedure well and left the radiology suite in stable condition. There is currently no other information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt and retrieval difficulty is unknown. Without images or procedural films for review the reported tilt and embedded could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. No additional information will be forthcoming.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient is suffering emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of obesity with bilateral pelvic fractures. The filter was placed prophylactically prior to a pelvic open reduction and internal fixation. The filter was successfully deployed in the lower ivc. The patient tolerated the index procedure well and left the radiology suite in stable condition. Corrected data: initial reporter.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedded to wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedded to wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.